Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the impedance has been gradually increasing. Technical services (ts) recommended reprogramming and further educated the caller. The lead remains in use. No adverse patient effects were reported.